Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of infection are: patient non-compliance/touching or picking at the wound, implanting a non-sterile device, surgical (not irrigating, not using antibiotics, not implanting in sterile field, not prepping the skin, inappropriate tools, multiple tunneling attempts), expired product, off-label use, and the patient is a poor candidate due to health, weight, age, or mental capacity. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection in their leg which was red and hurt to touch. It is unknown if antibiotics were prescribed. An explant procedure was performed on (B)(6) 2024 and the patient is doing well.